Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. It also reported that the customer had high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer was treated their high blood glucose with. It also reported that customer treated high blood glucose with manual injection, after that customer's blood glucose was 176 mg/dl. The customer will not return the device for analysis.